Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information: date of procedure has not been given by hospital apart from 'last week'. They are looking to get back to me with the exact date. The hospital are retaining the device for the time being, however may pass the device onto us in the future.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor found difficulty with the clips being applied. Under inspection, he believes that the device was not closing the clips with enough pressure to create a seal on the cystic duct. The product was changed for an alternate device. The hospital are retaining the device for the time being, however may pass the device onto us in the future. There were no adverse consequences for the patient reported.